Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that he had suspended pump insulin delivery as he was undergoing a fasting blood glucose test.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within specs at the time of release. The pt reported that he had suspended pump insulin delivery in preparation for a fasting blood glucose test. The pt stated that he was unaware that insulin delivery should not be suspended for this type of test. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed.